Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain') in a 55-year-old female patient who had essure (batch no. 772495) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and hot flush ("hot flushes"), 8 years 2 months after insertion of essure. The patient was treated with surgery (explantation of essure tubal implants). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fatigue and hot flush outcome was unknown. The reporter considered fatigue, hot flush and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain') in a 55-year-old female patient who had essure (batch no. 772495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and hot flush ("hot flushes"), 8 years 2 months after insertion of essure. The patient was treated with surgery (bilateral adnexectomy and ablation of essure by laparoscopic procedure using ligasure forceps). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fatigue and hot flush outcome was unknown. The reporter considered fatigue, hot flush and pelvic pain to be related to essure. The reporter commented: essure was not available for investigation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2019: essure inserted due to contraceptive intolerance was removed on (B)(6) 2019 via bilateral adnexectomy and ablation of essure by laparoscopic procedure using ligasure forceps; essure was not available; the outcome of events was unknown because the postoperative consultation has not yet taken place. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. 772495) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and hot flush ("hot flashes"), 8 years 2 months after insertion of essure. The patient was treated with surgery (explantation of essure tubal implants). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fatigue and hot flush outcome was unknown. The reporter considered fatigue, hot flush and pelvic pain to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.